Event description:
The surgeon was attempting to insert a single piece silicone lens model aa4204vf into the eye and the lens became stuck in the injector. There was pt contact with the injector but not the lens. No pt injury. The reporter stated that the technician ejected the lens onto the sterile tray to return it, it fell into the betadine and a haptic was damaged.